Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ crease/folding of implant: observed. ¿ deformation: not observed. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.6a, d9, h3, h6.

Event description:
Healthcare professional reported implant rupture, device folds and deformation. Healthcare professional later reported periprosthetic effusion. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported, implant rupture. Device folds and deformation. Healthcare professional, later reported, periprosthetic effusion. Device has been explanted. This relates to the right side.